Event description:
Keypad functioning intermittently.

Event description:
Device history record has been reviewed and nothing could be linked to the reported keypad defect found during preventive maintenance. Error 99 was found during device log review. However this error (watchdog error) is a known issue and is linked to a software issue. This error has been corrected in the software version 1.9a. And in this case it was triggered prior to this software upgrade. The device was received in lake zurich for preventive maintenance during which our local technical team found that the "down" key of the device was not functional. Tests were performed but the ocs test failed. Upon further investigation it was found that the battery pack was depleted and likely caused this test failure. Regarding the defective keypad, the part was not sent to brézins for further investigation therefore the root cause of the non-functional key could not be identified. Note: a CAPA was initiated for defective keypad issue on the agilia range, but due to the part not being sent back for further investigation it cannot be directly linked to this event. To our knowledge this complaint is not being related to patient safety. This complaint is valid. The trend is abnormal and reported risk is lower than estimated risk.